Event description:
The manufacturer received information alleging a device was alarming for an "internal battery not charging" condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.